Event description:
It was reported that during a routine follow-up this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003, which states that the voltage is too low for projected remaining capacity. However, when re-interrogating the error was no longer visible. A request was made to have data from this device analyzed. Data analysis identified potential high impedance within the battery. Technical services recommended to continue to monitor. At this time, the device remains in service. No adverse patient effects were reported.